Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal, pelvic and rectum pain, recurrent anterior prolapse, urinary tract infection, urge incontinence, frequency, nocturia, urgency, and retention. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. Reason for surgery: pop; cystocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding. It was reported that patient underwent mesh revision on (B)(6) 2013. No additional information was provided. (B)(4).